Event description:
The disposable pressure transducer (dpt) was used in the or without any problems; the patient was subsequently moved to the icy. When the patient was undergoing another procedure, the dpt line disconnected before the vamp.

Manufacturer narrative:
Evaluation summary: the returned product was evaluated and it was noted that the pressure tubing was completely detached from the uv bond joint of the vamp adult reservoir. No visible damage was observed on the tubing and the tubing was determined to be within specifications. It appears that the bond joint was not sufficiently secured due to inadequate uv adhesive. An investigation was opened for this issue and multiple corrective actions were implemented. These include: in-process changes, adjustments of fixtures, replacement of type of bonding, updated preventative maintenance, and new process specifications/alert limits for pull strength values.